Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no further information was received from daiichi sankyo around if the catheter was replaced/explanted on (B)(6) 2017. It was reported that the catheter return status was not requested by daiichi sankyo at this time. It was reported that it was undetermined if there were any contributing factors that could have led to the catheter aspiration issues. It was reported that it was unknown if the patient symptoms were resolved following the replacement surgery. It was further noted that no further issues have been reported. No further complications were reported and/or anticipated.

Manufacturer narrative:
This information was already reported in manufacturer report number 3004209178-2019-01592. However, additional information received indicated that report and this manufacturer report number 3004209178-2017-21811 can be captured within one event. All further in formation regarding this event will be captured in manufacturer report number 3004209178-2017-21811. Continuation of concomitant medical products: product ID: 8781, lot# n710676004, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 2019-03-23, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient receiving gabalon [unknown con centration] at 390 mcg/day. The purpose of use (indication(s) for use) was ¿after procedure of osteoblast¿. It was reported the patient experienced a weakening of the effect on spasticity from (B)(6) 2019. Catheter contrast examination was performed. Aspiration of cerebrospinal fluid (csf) failed (unable to aspirate), so the contrast examination failed. After that, the CT scan examination was scheduled. Variability at the time of refilling was zero percent. After ¿the same examination was performed as before¿, the effect was produced by increasing the dose of the drug. The cause of was presumed as ¿a part of the catheter tip was outside the epidural¿ or ¿the catheter was fractured¿ or ¿because the patient¿s csf was dry, drug resistance of baclofen was developed¿ or ¿a part of the catheter tip was adhered.¿ it was clarified that the cause was unknown. A CT scan was performed on (B)(6) 2019, but the cause of the event was unknown. Catheter contrast examination would be discussed again when the drug inside the pump was diluted or the present drug inside the catheter disappeared following changing the saline solution in the future. The event was unrecovered. The classification of severity was ¿n/a to 1-7 (not serious)¿. The causality was not attributed to the drug, pump, programmer, or surgical procedure. It was unknown if the causality was attributed to the catheter. There was no history of adverse reactions reported. There were no concomitant drugs and history reported. Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported that on (B)(6) 2019, good effect was observed according to the results of a screening test (scr), which was performed at the department of neurology. Therefore, there was a low possibility that the event was caused by drug resistance, and it was considered that the event might be attributed to an anomaly of the catheter. A replacement procedure of the catheter would be performed on (B)(6) 2019. Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported the classification of severity was ¿3 (serious)¿. The date of incidence was (B)(6) 2017. On (B)(6) 2017, deterioration of spasticity in the lower limbs was observed. On (B)(6) 2019, replacement of the intrathecal catheter was performed, and improvement was seen. On (B)(6) 2019, radiation therapy for medulloblastoma and spinal dissemination was also performed. During catheter replacement, after removing the initial catheter, the saline solution was injected to the pump from the access port. Flow loss from the catheter tip was confirmed, and no problem and no damage with the catheter was also confirmed. After that, the new catheter was inserted. After inserting the new catheter, adhesion in the intrathecal space was considered as a factor of the decrease in spontaneous drip of cerebrospinal fluid (csf) from the catheter tip near th11-12 where the ¿catheter was inserted till the point¿. After that, when catheter tip was pulled down to l1, spontaneous drip of csf increased considerably. Adhesion of the subarachnoid cavity and diffusion impairment of gabalon due to adhesion of the subarachnoid cavity were considered as the causes. It was the physician¿s assessment that part of the catheter tip was adhered in the intrathecal space. The event recovered on (B)(6) 2019. It was reported that the causality was not attributed to the catheter. It was reported the patient¿s underlying disease was medulloblastoma. The catheter would not be returned as it was discarded by the customer. It was indicated that no further information was available. No further history or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the aspiration issues did occur twice on (B)(6)2017 and (B)(6)2017. The catheter replacement had been planned for (B)(6)2017, but the catheter was actually repositioned on (B)(6)2017.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# n710676004 implanted: (B)(6)2017 product type catheter. The device codes have been updated to include (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-28, additional information reported the patient was implanted with a catheter and pump on (B)(6)2017, due to both lower extremities spasticity after treatment for medulloblastoma spinal dissemination (also reported as diplegia post osteoblasts surgery). A spinal cord tumor was noted as a complication. Drug dosage was adjusted and itb therapy was continued. The symptoms were gradually improved. On (B)(6)2017, aggravated spasticity was "observed again after (B)(6)". The drug dosage was increased, but improvement was not observed. As pump failure was suspected, a contrast study was performed on (B)(6)2017, aspiration of cerebrospinal fluid (csf) from the catheter access port was not possible. It was stated, "possibilities of catheter bent or an event that the tip of the catheter was touched the part that was adhered due to spinal dissemination were considered". On (B)(6)2017, the "bent of the catheter in the back was fixed and position of the catheter tip was adjusted (length of one vertebra was removed)". This was previously reported as a replacement or "exchange" to occur on (B)(6)2017, but additional information reported "it was actually not exchanged and the location of the catheter tip was modified instead". It was confirmed that contrast study was successfully performed. After that, the therapy was restarted and spasticity was gradually improved. The attending physician's assessment stated, "possibilities of catheter bent after the operation or difficulty in drug aspiration through the tip of the catheter due to impact of the underlying disease were considered. As the same event occurred in december, it was considered that the environment of the tip of the catheter might be unsuitable for placement due to impact of underlying disease". Additional information received reported on (B)(6)2017, during follow-ups by the department of neuropathic internal medicine (neuro logy), there were therapy effects noted. However, decrease in the therapy effects was noted recently and the dosage was increased without resolution. Catheter contrast radiography was thus performed; cerebrospinal fluid (csf) was not aspirated at all and adhesion on the catheter tip was suspected. Spinal cord tumor was "the big cause". The physician considers performing a catheter replacement procedure in the future. The attending physician's assessment stated, "high possibility of adhesion in the medullary cavity (pump cavity) due to the underlying disease treatment was considered. The event was reported as recovered. The classification was reported as both 3 (serious) and 6 (serious).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, lot# n710676004, implanted: (B)(6) 2017, product type catheter. (B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon with an unknown concentration at 100 mcg/day via an implantable pump for spastic paralysis associated with spinal cord tumor. It was reported during the middle of (B)(6) 2017, that during normal use, the patient experienced a decreased effectiveness of spasticity that was possibly due to a catheter issue. It was reported on (B)(6) 2017, dr. (B)(6) contacted a daiichi representative reporting that the spasticity of the patient suddenly became worse so that the dosage was gradually increased from 50 mcg/day to 100 mcg/day. However, the symptoms of spasticity were not improved at all. It was reported that as a possibility of a catheter issue was suspected, catheter fluoroscopy was immediately performed. The daiichi representative was present during the fluoroscopy exams. As a result, the physician considered that the cause of the event was a catheter issue as cerebrospinal fluid (csf) could not be aspirated from the catheter access port. It was reported that the catheter was scheduled to be replaced on (B)(6) 2017. It was reported that the event was unrecovered. The classification of severity of the event was reported as 3 (serious). The causality was reported as unrelated to the drug, pump, programmer, and unknown if related to the surgical procedure. It was reported that the causality of the event was related to the catheter. No further complications were reported and/or anticipated.